Event description:
It was reported that this lead was an attempted implant due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As per additional information from the field representative, the lead performed as intended, but it was not successfully implanted due to patient anatomy. For that reason, the allegation is considered not reportable. Field updated: b5, to include additional information.

Event description:
It was reported that this lead was an attempted implant due patient anatomy, as the patient did not have access. No additional adverse patient effects were reported.